Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The keypad "ok" button has undergone tactile changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings:visual inspection revealed that the keypad cover is torn over the ok button, exposing the key contact. The ok button contact was found to be misaligned, resulting in the ok button being unresponsive. The keypad cover was removed, and there was evidence of contamination observed under all button contacts. Unrelated to the complaint, investigation revealed that the display screen is dim with discolored and faded lettering, and the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.